Manufacturer narrative:
A ge service representative an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had intermittent loss of connection between the c-arm and the monitor cart. No patient injury was reported.